Event description:
It was reported that during an unknown procedure, the first device didn't clip well, but "cut" the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did device fire malformed clips ("didn't clip well")? Did device fire scissored clips ("didn't clip well")? Did jaws of devices cut tissue? Or was the clip properly formed and cut the tissue?

Manufacturer narrative:
(B)(4). Additional information: the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed thirteen clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.